Event description:
On (B)(6) 2013, the reporter contacted animas alleging the pump delivered boluses that were not programmed by the patient and the patient experienced a low blood glucose (bg) of 40mg/dl and felt sick. The reporter noted, the pump delivered boluses that the patient denied programming on (B)(6) 2013 as well. The bolus history shows on (B)(6) 2013 a 2unit bolus at 2:59pm and a 1unit bolus at 3:01pm and on (B)(6) 2013 a 2.5unit bolus at 2:53pm and a 1unit bolus at 2:55pm. The patient denied giving these boluses. The patient's bg at 3:08pm on (B)(6) 2013 was reportedly 140mg/dl and then dropped to 88mg/dl and then 40mg/dl. The patient treated the low bg and bg resolved to 125mg/dl at 4:30pm. This complaint is being reported due to the allegation that the patient experienced hypoglycemia related to unintended boluses.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4) -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump¿s history showed that the last basal delivery was on (B)(6) 2013 and no activity outside of normal use was observed. The bolus history showed eight bolus deliveries totaling 21 units bloused on (B)(6) 2013 and ten bolus deliveries totaling 25 units on (B)(6) 2013. The total daily doses added up correctly and reflected the user¿s programmed basal targets. No cancelled boluses were observed. During testing, the pump powered on normally and displayed the verify screen. The pump was primed and exercised for 24 hours successfully with no alarms. Periodic boluses were performed using the normal, ez carb, ez bg and combo boluses, the pump¿s history recorded the boluses accurately and in the correct time and order. No unprogrammed boluses occurred during testing. The keypad buttons all responded appropriately and there was no damage to the keypad cover. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The pump was opened and no damage or moisture was found to the internal circuit board.